Event description:
On (B)(6) 2013, it was reported that a handheld device (hhd) was defective. The battery depleted in ten minutes after the device had been charged overnight. The touch pad function was also not working well. The hhd and charger were checked by a distributor, and it seemed that they were working well. The programming system was kept in a normal room environment. There was no known device mishandling. The hhd and software flashcard were returned on (B)(4) 2013 and are pending analysis.

Event description:
An analysis was performed on the returned handheld and the reported allegation of battery failure could not be verified. The handheld was received without the main battery. An analysis was performed on the returned handheld and the reported allegation of a handheld device screen responsive issue was not verified. No anomalies associated with the touchscreen display were identified during the analysis. During the analysis it was identified that handheld was unable to charge a known good main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Additionally it was identified that the backup battery was corroded and had leaked fluid onto the main board. As a result of the damage, the backup battery was no longer functional. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.